Manufacturer narrative:
A return was issued and the product was evaluated upon receipt. The complaint was confirmed for electronic issues with the joystick. The motor operated as intended and the issue could not be duplicated. The underlying cause has been identified as water damage. MDR is being submitted as a result of a retrospective complaint review

Event description:
The drive wheel assembly flew off and there had been consistent electronic issues.